Event description:
Patient reported right side "capsular contracture confirmed via ultrasound" baker grade unknown and "too sick to do anything" not related to the device. It was later reported history of pain. The device remains implanted.

Event description:
Patient additionally reported, experiencing concern with the product.

Event description:
Additional report of "they have got fluid".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , h.6.

Event description:
Patient reported right side "capsular contracture confirmed via ultrasound," implants "have been recalled," "painful breast," "got breast implants 3 years ago that have made me sick mentally and physically, now they have got fluid," implant is "hard as a rock and that the shape is constantly changing." Patient also reported "I'm to sick to do anything," and "there making me sick," which is not device related. Patient reported additional, "I have sac of fluid and ruptured implants and capsule (sic) contraction and my implants are on the list of recalled implants¿. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation is capsular contracture baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "capsular contracture confirmed via ultrasound" baker grade unknown. The device remains implanted.